Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes are underfilling. The following information was provided by in the initial reporter: "customer alleges that pressure was not enough to collect adequate volume of blood."

Manufacturer narrative:
Investigation summary: material no. 367863. Batch no. 1098466 . Bd received no customer samples or photos in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were inspected with 0 visible defects. Functional testing was performed on the retention samples and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.